Event description:
The clinic reported that a laser vision correction patient presented with blurry vision due to dryness in left eye six months post treatment. Original treatment (B)(6) 2014. It was stated patient had loss of best corrected visual acuity (bcva). The patient complained of vision fluctuations, that vision is blurry and is better in the morning and gets worse as the day progresses and she cannot read. Bcva: right eye pre-op 20/25, post-op 20/20, left eye pre-op 20/15, post-op 20/20. Account reported on (B)(6) 2015 that patient was seen on (B)(6) 2015 and complaint of needing to hold objects too close as she has difficulty with near vision. Bcva right eye 20/20, left eye 20/20-3 os - j5 os. Patient was seen by both surgeons and discussed possible future enhancement for left eye for near vision as long as vision is stable. Patient currently using systane and blink artificial tears in both eyes at night only.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.